Event description:
It was reported that the tip broke off and was retreived during surgery.

Event description:
It was reported that the tip broke off and was retrieved during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the distal tip of the inner shaft has broken off. The tip was not received with the product. Also, heavy wear marks on the distal window was noticed. Unable to perform a functional inspection due to the condition of the cutter. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.